Manufacturer narrative:
Additional information has been requested from the field representative regarding initial reporter information, however, no response has been received. Should additional pertinent information be received, a supplemental report will be sent.

Event description:
It was reported that there were concerns this right ventricular (rv) lead fractured as the lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that the shock impedance had slightly increased while other electrical measurements remained stable. Ts recommended troubleshooting actions. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Multiple attempts have been made regarding initial reporter email. However, the field representative did not provide that information. Should any additional pertinent information be available, a supplemental report will be sent.

Event description:
It was reported that there were concerns this right ventricular (rv) lead fractured as the lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that the shock impedance had slightly increased while other electrical measurements remained stable. Ts recommended troubleshooting actions. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. Multiple attempts have been made regarding initial reporter email. However, the field representative did not provide that information. Should any additional pertinent information be available, a supplemental report will be sent.

Event description:
It was reported that there were concerns this right ventricular (rv) lead fractured as the lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that the shock impedance had slightly increased while other electrical measurements remained stable. Ts recommended troubleshooting actions. The lead remains in use. No adverse patient effects were reported.